Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable leaked. No patient injury were reported by the customer.

Manufacturer narrative:
Other, other text: device evaluated, one sample was received which consists in one extension set from part number 21-7106-24 and lot number 4311970. Sample was received in used conditions without its original packaging, decontaminated and inside in a plastic bag. Eight photos were attached in the complaint: an extension set is observed where a drop is identified through filter air vent. Visual inspection: the complainant returned unit was visually inspected at a distance of 12? To 16? Under normal conditions of illumination according to procedure? Visual inspection? Results: no obstructions, damaged, broken, or other defects were detected in none of the joins of the products. Functional test: leak testing on the sample received was performed using hydrostatic vessel as procedure. Results: during the leak test, leak is present in the filter air vent, complaint is confirmed. Root cause: as per IFU cautions section leaking could occurs if using solutions contained high levels of surfactants may cause fluid leakage through the air vent passage of the filter. Corrective action: no corrective actions are performed since failure mode is not related with manufacturing process. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.